Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Electrical testing revealed that the hybrid current draw was high. Fault isolation was performed, and the cause of the high current was traced to an anomalous integrated circuit.

Event description:
It was reported that the device exhibited signs of premature battery depletion. The device was explanted and replaced. The patient was stable before, during and after the procedure.